Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind ,basic occlusion, occlusion, prime/a33 and excessive no delivery test. The no delivery alarm functioning properly. No cosmetic damage noted.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 200 mg/dl. The customer was treated with insulin pump. The customer was assisted with performing high pressure test but failed. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.